Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer had high blood glucose was 270 mg/dl at the time of the incident. Reported that they had issues with priming the insulin pump and pushed act button and not getting any delivery of insulin. It was reported that they were unable to rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. This statement should be included with any information or report disclosed to the public under the freedom of information act.